Event description:
It was reported the device was used during an unknown procedure. It was reported the contact person claims a piece of the 350l was lost in the pt. The rep is awaiting additional info from the quality control person. Consequence to the pt is also unknown.